Event description:
It was reported that "iabp had constant alarms of 'helium leak'. Teleflex was contacted to help troubleshoot. The iabp console and helium line was replaced. On the recommendation of the physician iabp therapy was reduced to 1:2, volume in the iabp reduced to 30cc and patient positioned onto his left side which helped with alarms. Patient became hypotensive and the therapy was escalated to 1:1 which resulted in the alarms again. This continued to occur over the course of 2 days. Patient was unstable requiring the use of vasopressors to augment the bp. No harm from iabp catheter, current condition unknown".

Manufacturer narrative:
(B)(4). The reported complaint for iab "helium leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "iabp had constant alarms of 'helium leak'. Teleflex was contacted to help troubleshoot. The iabp console and helium line was replaced. On the recommendation of the physician iabp therapy was reduced to 1:2, volume in the iabp reduced to 30cc and patient positioned onto his left side which helped with alarms. Patient became hypotensive and the therapy was escalated to 1:1 which resulted in the alarms again. This continued to occur over the course of 2 days. Patient was unstable requiring the use of vasopressors to augment the bp. No harm from iabp catheter, current condition unknown".

Manufacturer narrative:
Qn#(B)(4).